Event description:
A 29 yo female had surgery for appendectomy. Two jackson-pratt drains in the abdomin. Upon removal of drains one was removed without difficulty the second drain broke upon removal and pt had to return to or for surgical removal of the rest of the drain. Md questioned that the drain was defective. Pt is aware of this possibility.